Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was over 200 mg/dl. The customer stated that he treated with a bolus via the insulin pump. He stated that there was a problem related to the insulin pump, infusion set or insulin. Upon inspection, he confirmed that his basal rates and bolus wizard settings had been programmed accurately. He stated that the insulin pump had alarmed no power, low reservoir, low battery, and bad battery. He stated that the bolus history displayed all entries based on his recollection. He declined to perform the high pressure test. He stated that the insulin pump had alarmed off no power without a low battery alert prior to the alert. He stated that he had already changed the battery after that alert. He completed the troubleshoot process and was advised to monitor the device. He was advised to call back if any issues persisted.